Manufacturer narrative:
No unexpected low battery or off no power alarm was noted. The insulin pump was monitored for 24 hours with no blank display. All operating currents were within specification. The insulin pump passed the self test. No damage was noted to the isolation tape. No moisture damage was noted on the motor or electronic assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had a moisture exposure. Customer's blood glucose was unknown mg/dl. The customer stated that he fell into the pool. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer agreed to bypass the low battery and blank display troubleshoot because the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.